Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to product performance issue. Additional information was obtained from the field representative indicating that the lv lead had dislodged which resulted to loss of capture. This lv lead was explanted and was replaced. No additional adverse patient effects were reported.